Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the specification and flat crease. Clouds were observed in the gel after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported treatment of "capsulectomy...but did not replace the implants." Healthcare professional additionally reported "similar finding" of "significant cyst" and "significant amount of green cystic fluid... That had an odor to it." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.